Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer removes and installs the new cartridge on the incorrect screen. Earlier in the morning, the customer's blood glucose level was 282 mg/dl. At the time of the reported event, the customer administered a manual injection, and blood glucose level went down to 126 mg/dl.

Manufacturer narrative:
Per tandem t:slim user guide, "do not remove the cartridge during the load process until prompted on the t-slim pump screen." The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.